Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing two strokes. Reportedly, customer alleged the cause to be "due to diabetes;" however, it was not provided if this was related to the pump, or if customer attributed this to a specific event. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.